Event description:
The pt rec'd her scs system on (B)(6) 2010. It was reported that the ipg is uncomfortable due to the pt losing weight. She's requested that the ipg be moved deeper to another area. The pt has adequate stimulation coverage. When she charges, she has to place a towel over the skin for the charger to function properly. An impedance check revealed that the leads were within normal limits. She is happy with the system and current programs. An attempt to gather add'l info was unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.